Event description:
It was reported that the left ventricular (lv) lead dislodged. The lv lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. All conductors were distorted. All conducts had blood/body fluid (not obstructed). Apparent explant damage was noted.